Event description:
Related MFR report: 3006705815-2020-01309. Follow up information received identified the patient did experience a headache when they arrived at home.

Event description:
Related MFR report: 3006705815-2020-01309. It was reported during the patient's scs system implant procedure, the physician suspected a cerebrospinal fluid leakage occurred. A blood-patch was done intraoperative and the procedure was completed successfully. Postoperative, the patient did not complaint of any symptoms.